Event description:
It was reported that the patient developed several allergic reactions to their flowonix pump, and it had to be replaced.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).